Event description:
A report was received that a patient was having issue charging her ipg. The patient is overweight, making it difficult to charge. The physician revised the patient's pocket site. Nothing was implanted or explanted and the patient is doing well.